Event description:
Pt involved in a car accident and arrived at hosp experiencing contractions. Mother was briefly monitored with watchchild device. When no fetal heartbeat was detected, the device was discontinued. Child delivered stillborn, mother died seven hours later. There is no medical device implication associated with this event. Hosp requested audit trail of events for confidentiality.